Event description:
It was reported that the user experienced a hypoglycemia event, with a sensor glucose of 40 mg/dl on a dexcom g7 and associated disorientation and sweating, after which the glucose rose to 134¿164 mg/dl following self-treatment with oral glucose and juice. Symptoms included neuroglycopenia and autonomic signs consistent with hypoglycemia. Outcomes included resolution after oral carbohydrate administration without need for emergency care or hospitalization. Investigation included agent-led troubleshooting and education on hypoglycemia treatment and monitoring, including instruction to recheck glucose after treatment and observe for stabilization. Investigation of this case revealed no device malfunction identified and an unclear precipitating cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.